Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation showed the anchor was received detached from the seating at the distal end of the shaft. Anchor was able to be seated back again. Device function showed, device was able to pass through a known good ar-2948ct guide. No problem found with the device. No problem found with the device.

Event description:
On 12/30/2021 it was reported by a sales representative via email that an ar-3638 fibertak anchor got stuck inside the drill guide from an ar-3638dc knotless fibertak kit. Surgeon removed the fibertak anchor from the guide, inspected it, which appeared normal, and reinserted the fibertak anchor through the guide. The anchor would not fit down the drill guide farther than 2-3 inches. Finally, surgeon removed fibertak anchor from the guide and inserter a new fibertak. This was discovered during an anterior inferior labrum procedure and it was completed successfully without further issues.